Event description:
While the surgeon was using the syrus acmi halo pks cutting forceps, the device would only coagulate intermittently. The hand piece was removed from the sterile field per surgeon request and replaced with a ligasure hand piece to complete the case.